Manufacturer narrative:
The report of ¿ineffective therapy¿ was not confirmed. Analysis of returned lead b found it was returned in good condition and the lead passed end to end continuity and inter-channel continuity testing.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's scs system was auto reducing. Diagnostics indicated high impedances on one octrode lead and low impedances on the other. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025, in which the leads were explanted and replaced.